Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. It was observed that where the upper and lower device enclosures combined together, there was a gap larger than 0.040 of an inch at the charge-pak opening. This caused the charge-pak assembly to become loose and generate multiple power cycles which depleted the internal hlc batteries.

Event description:
It was initially reported that the customer's device was showing its service wrench. After an evaluation of the device, it was observed that the internal hlc batteries had been depleted to a level which would affect the devices ability to deliver adequate defibrillation therapy, if needed. There was no patient use associated with the reported issue.